Event description:
Pt status post multiple angioplasties underwent ptca with intracoronary brachytherapy and received gamma radiation to pt's 2nd diagonal. Index (11/1999) dates the following: distal wire perforation, cardiac tamponade and a q wave myocardial infarction. Two months later pt was admitted for hematuria, urinary tract infection (staph aureus) and renal failure. 4 months later the pt required a ptca of a non-target vessel. Since the index procedure pt has been hospitalized x4 for flash pulmonary edema secondary to a low ejection fraction. Underwent CABG surgery and was transferred to the ccu. Reportedly died of complications status post surgery approx one week later. Add'l details are forthcoming and will be reported as soon as they are received.